Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop with angle closure, and pupil impairment. Due to excessive vault, elevated iop with angle closure, and pupil impairment, medicine was administered. H6 - work order search: no additional similar complaint type events within associated lots were found. Claim #(B)(4).

Manufacturer narrative:
Iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and elevated iop with angle closure. Due to excessive vault and elevated iop with angle closure, medicine was administered. It is unknown if this resolved the issue. Lens remains implanted. Final patient status is unknown.